Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old male patient during transport, the device inappropriately shut down and would intermittently power up. Complainant indicated that the clinician continued to use this device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling using ac/battery/ac & battery, full functionality testing and internal inspection without duplicating the malfunction. The device was recertified and returned to the customer. Review of the activity log suggests power off events during the case were either battery removal or power button shutdown. The battery used during the reported event were returned for evaluation. No trend is associated with reports of this type.